Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an laparoscopic hysterectomy procedure, one side of the jaws had a white plastic appearance, the surface/liner detached during the surgery. It is possible that the liner is lost in the patient. The device quit working properly. It is unknown how the procedure was completed. No other impact to patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. It is possible to have activation issues due to the contact of metal to metal between the clamp and the blade of the device. This was not seen during the analysis. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.